Event description:
A zoll pt service rep (psr), called to zoll customer support to report that an (B)(6), male, pt's battery charger, was displaying "battery problem." The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device evaluation of battery pack sn (B)(4), is currently underway. The reported problem (battery problem) was confirmed. Upon investigation the battery pack was unable to recharge or power up a test monitor. A root cause investigation is currently underway at the battery supplier. A supplemental report will be submitted upon completion of the root cause analysis. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.